Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced a low blood glucose (bg) of approximately 50 mg/dl. Reportedly, the customer over-corrected for blood glucose ranging from 180-190 mg/dl. The customer drank juice to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.